Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. Further review of the manufacturer¿s database indicated the patient died six days after device system implanted. Additional information obtained from the funeral home noted the cause of death as sepsis, with acute on chronic combined systolic on diastolic heart failure, pleural effusion and chronic atrial fibrillation. Additional information related to the source of the sepsis and circumstances of patient death have been requested and not received.